Event description:
During an ercp procedure to remove bilary stones, the physician used a tracer metro wire guide. The wire guide was placed in an area of the bilary duct that was described as difficult and not straight forward. At the completion of the procedure, as the wire guide was being removed from the patient's papilla, the physician noticed that the coating of the wire guide had separated nead the distal end but did not detach. The wire guide was remopved and no injury to the patient was reported.